Manufacturer narrative:
Date of event is estimated. Further device information was unable to be obtained.

Event description:
Device 1 of 2. Refence MFR. Report#: 1627487-2021-01521. It was reported the patient lost effective therapy after experiencing a fall. In turn, the patient underwent surgical intervention. During the procedure, high impedance was found and the associated anchor was found to be damaged/broken. As a result, the patient's lead was explanted and replaced. Some of the damaged anchor was removed but the remaining portion remains implanted due to the physician being unable to retrieve/remove the remaining portion of the anchor. Adequate therapy was restored following the procedure.

Event description:
Device 1 of 2. Refence MFR. Report#: 1627487-2021-01521.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.